Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent esc and act buttons response due to corroded keypad traces. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the keypad of the insulin pump was unresponsive. Blood glucose level at the time of the incident was 236 mg/dl. The customer did not recall any significant events leading up to this issue. The customer stated that the time clock advances when monitored for one minute. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.